Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074590.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the patients ipg was no longer holding a charge and the patients lead had high impedance. The patient underwent a revision procedure wherein the ipg and the lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.